Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Trilumen insulation was twisted off exposing the conductor coil which was also twisted. The coil remained intact and there was no evidence of a fracture. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the reported noise and low pacing impedance measurements. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this implantable defibrillation lead exhibited noise which was oversensed and resulted in stored non-sustained ventricular tachycardia episodes. Low pacing impedance measurements were also noted, however remained within range. The lead was explanted and successfully replaced. At the explant procedure insulation damage was noted due to possible twiddler's syndrome. No adverse patient effects were reported.